Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to allergic reaction. There were no additional adverse patient effects reported. All available information indicates that the rv lead remains in service.